Manufacturer narrative:
The saluda lead was discarded. X-rays were provided of the lead position prior to revision and after the revision when further migration had occurred, confirming the migration event. It was noted that saluda anchors were not used. The patient event logs were reviewed and found multiple electrode disconnections as well as contacts with high impedance. The patient reported previous falls, which may have contributed to the migration and resulting stimulation changes. Without the return of the device, it is not possible to conclude this definitively. The evoke scs system surgical guide states, ¿the risks associated with the implantation and use of a spinal cord stimulation system include lead migration or suboptimal placement, which may result in undesirable stimulation changes and the patient may require surgery (including revision, explant, and replacement) as a result.¿

Event description:
A patient previously implanted with an evoke spinal cord stimulation (scs) system, was evaluated for inadequate stimulation. The patient reported previous falls, which were not caused by or attributed to the evoke scs system. X-ray imaging confirmed lead migration. A revision procedure was completed to resolve the reported event. The saluda representative confirmed non-saluda anchors were used to secure the lead.